Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered an inappropriate shock due to atrial tachycardia. The device was reprogrammed nonetheless there was still risk of inappropriate shock, therefore the arrythmia will be medical treated. This s-ICD remains in service. No adverse patient effects were reported.